Event description:
Reportedly in december 2021 high impedances were noted when the user was suffering from a middle ear infection. In january 2022 the high channels had persisted. The user was lost to follow-up until september 2022 at which affected channels were also seen. The user's hearing performance with the device is affected. Revision surgery is scheduled for the 24th october.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Due to the device's received status an exact location of the damages cannot be determined. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. Reportedly in (B)(6) 2021 high impedances were noted when the user was suffering from a middle ear infection. The user received oral antibiotics for the infection; however, the high channels persisted. The user was lost to follow-up until (B)(6) 2022 at which affected channels were also seen. The user was re-implanted.